Event description:
It was reported the device was explanted and replaced due to no output. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed that a low impedance path had developed across the battery terminals, causing it to deplete rapidly. Further testing revealed a short in the battery between the anode and cathode grid.